Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was kept by the medical facility.